Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angiography procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and severely tortuous right superficial femoral artery (sfa). A 1.5mmx20mmx142cm sterling balloon catheter was advanced to the lesion and was inflated to 6atms and ruptured on the first inflation. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient¿s current condition is good. Additional information was requested and is not available.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the superficial femoral artery (sfa) was severely calcified and the 1.5mmx20mmx142cm sterling balloon was being used to dilate the lesion.